Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was continuously alarming occlusion. There was no patient involvement.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log was not performed. There was no 12-month service history during the review. Performed functional and visual inspection and found the dso sensor needs to be recalibrated. The complaint was confirmed and the probable cause was dso sensor out of calibration.